Event description:
Facility reports, pt was seated inside a maxilift while being pushed over carpet threshold strip; the lift tipped backwards and the sling became detached from one side of the spreader bar. The pt struck the head on a footstool and suffered bruising, swelling and a graze to the right knee.